Event description:
Non sterile implant was introduced into the sterile field, but not implanted due to other patient complications not related to the stryker implant (swelling of the brain). One day post-op patient experienced fever which quickly dissipated, no infection was detected and patient was released from hospital 3/06. Facility failed to sterilize.